Event description:
Foxhollow atherectomy of right common femoral artery utilizing a filter protection (7.0 spider wire). During the atherectomy of the right common femoral artery the filter wire wrapped around the atherectomy device. Procedure was aborted and both atherectomy device and filter wire removed from the body. Left groin sheath was pulled because of significant disease and mild dissection of the left common femoral artery. Heparin was reversed, and hemostasis was achieved with manual pressure.